Event description:
It was reported that a user experienced severe hyperglycemia while using the ilet system, with glucose readings climbing into the 400s and exceeding 500 mg/dl, which led to an emergency department visit. The user subsequently stopped using the ilet and planned a factory reset under clinical guidance. Symptoms: hyperglycemia without loss of consciousness, seizure, or other acute complications. Outcomes: emergency monitoring and treatment with two 10-unit subcutaneous insulin injections, followed by recovery and planning to resume ilet therapy. Investigation: troubleshooting support and user education were provided. The cause of the hyperglycemia remained undetermined. It was concluded that the event involved hyperglycemia with unclear cause and that the user recovered and intended to resume therapy. The device has not been returned; if returned, it will be evaluated and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.